Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Caller reported compact plus blood glucose results of 21.2 mmol/l and 4.8 mmol/l on compact plus system 1, and 6.7 mmol/l on compact plus system 2, all results within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).